Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a srm issue. The field service engineer replaced wiring harness on smart remote manager and tested several times. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a srm issue. The customer stated that the smart remote manger lock door fails multiple times. This was a reoccurring issue second ticket open within 3 months. There were no adverse events or injuries reported based on this event.